Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the failure analysis. The instrument was analyzed, and failure analysis could not replicate nor confirm the customer's reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed handling test. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the maryland bipolar forceps was not working properly and not articulating correctly. The procedure was completed with no patient harm.